Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2017 with blood glucose of over 600 mg/dl. Customer's emergency room visit was due to high blood glucose. Customer was not admitted into the hospital. Customer was treated with insulin IV. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting was performed for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubbles. There were no site or insulin issues. Customer declined checking the settings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.